Event description:
Info received indicates the side rail will not latch.

Manufacturer narrative:
The technician found the rivets missing that connect the side rail tube to the top rail. The technician installed the rivets to repair the stretcher.